Manufacturer narrative:
Alleged failure: incorrect surgical decision made due to inadequate spy-phi imaging. Probable root cause: root cause of alleged reported issue could not be determined. No fault found on the vpi. Full nir functionality was verified and confirmed. A known working pinpoint camera was used to image a fluorescent green target while eliminating external light from the area. No fluorescence was detected outside of the fluorescent green target. The associated spy-phi (hh18280587) device was also tested using a vial of icg activated by alcohol and no fluorescence was detected outside of the icg vial. A number of mechanical and software issues were identified from device logs and initial analysis of provided photographic evidence also developed several potential scenarios involving vpi malfunction, manufacturing errors and user tampering. However, investigation rules out any potential device-related issues as a cause of reported issue. During analysis of the device logs, usage patterns identified in the relevant sessions indicate that the spy phi imaging system was potentially not being properly utilized for assessing perfusion in the specific anatomy associated with the surgical procedure. However, the information pieced together from the logs only provide a limited view of how the spy phi imager was utilized during each specific surgical case and further discussion with the attending surgeon will be required to confirm the sequence of events leading to the final medical decisions made during each case. The device was returned for investigation and the reported failure mode was not reproduced. The reported failure mode will be monitored for future re occurrence.

Event description:
It was reported that a tumor removal procedure resulted in patient death. Please note, at this time, it cannot be determined which, if any, of the reported devices may have caused or contributed to patient outcome.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that a tumor removal procedure resulted in patient death. Please note, at this time, it cannot be determined which, if any, of the reported devices may have caused or contributed to patient outcome.